Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip had illegible scale markings and scale marking permanency issues. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 309628; batch no: 0031584. We have received a quality complaint on product sold to our customer. Injuries or adverse event: no. Reported issue: we received a complaint last night regarding faded/smeared graduations on the 1 ml ll syringe.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml syringe luer-lok¿ tip had illegible scale markings and scale marking permanency issues. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 309628 batch no: 0031584. We have received a quality complaint on product sold to our customer. Injuries or adverse event: no. Reported issue: we received a complaint last night regarding faded/smeared graduations on the 1 ml ll syringe.